Event description:
Covidien received complaint information from a hospital that a patient with severe asthma, distress and multiple medications was admitted to the emergency room. The patient was intubated and placed on an 840 ventilator. The initial report indicated that the patient was not harmed or injured as a result of the event. Early information indicated that the staff reported there were multiple alarms including high pressure alarms. Further information indicated that the nurse at the bedside reported no chest movement and that there were no alarm at that time. The patient was disconnected from the ventilator, bagged with an "ambu" bag and placed on a second ventilator. The covidien customer service engineer (cse) evaluated the ventilator and found no problem related to the alleged malfunction, ...

Manufacturer narrative:
(B)(4). The covidien customer service engineer (cse) evaluation did not find a problem with the device as it related to the reported event of not providing ventilation. The cse also made precautionary service repairs based on device diagnostic logs in memory.